Manufacturer narrative:
(B)(4). Event description updated. Device available for evaluation updated. Device codes added. Device evaluated by manufacture updated. Evaluation codes added. Failure analysis for fiber 0010-2400-623a-2336: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Fiber usage: 3:45 minutes, 22,696 joules.the fiber tip was not cleaned during the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber output was observed to be forward-firing. The fiber was replaced and the procedure complete using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.